Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the package was opened the spring wire guide was bent.

Manufacturer narrative:
(B)(4). The customer returned one opened sac-00520 kit. The spring-wire guide was returned inside of the catheter and with the guard cover in place. A kink was noted near the distal end. The guard cover was kinked in approximately the same position. A major crease/fold was near the distal end of the pouch, indicating the product had been folded. This likely caused the damage to the spring-wire guide. The spring-wire guide was kinked 300 mm from the proximal end. A device history record review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide being damaged in the package was confirmed during the complaint investigation. One opened sac-00520 kit was returned for evaluation. The spring-wire guide was returned inside of the catheter and with the guard cover in place. A kink was noted near the distal end. The guard cover was kinked in approximately the same position. A major crease/fold was near the distal end of the pouch, indicating the product had been folded. This likely caused the damage to the spring-wire guide. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided the probable cause of this issue is packaging design related. (B)(4) was implemented to add "do not bend" to the lidstock. This eco was completed (B)(6) 2017, after the label inspection date of (B)(6) 2017. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when the package was opened the spring wire guide was bent.